Event description:
One of the screws "missed" its trajectory. The patient was unaffected, but wanted to send this in under an eef to help discern what happened. The merge was successful for a pre-op workflow and all activity to implant the screws were on par for accurate navigation and outcome. But apparently when verifying with flouro, one of the screws was out of plan.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Our engineering evaluation revealed that there was no system malfunction. Investigation of the case logs found that the root cause was user technique. There was no surveillance marker activated during the case, meaning shifts in the dynamic reference base (drb) would not be detected. Investigation of the merge showed that there is a tracking error present in the fluoroscopy images used for the level of l5. These tracking errors can be caused by a shift in the drb during when fluoroscopy images are being captured, or by the user hitting the refresh button to bring a new image to the system. The refresh button causes a tracking error if the c-arm is not in the same position as when the x-ray was emitted. Tracking errors will cause the shifts to be present in the merge. The user manual instructs the user on how to perform landmark checks and to re-image the patient if necessary in order to ensure navigation integrity. The user must verify the merge before proceeding to navigate. The remainder of the case was successfully completed using the system and there was no adverse effect to the patient. The cause of the reported issue was traced to user technique.